Event description:
It was reported that during a stent placement procedure, the stent allegedly shortened. The procedure was completed by using additional stent. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot# were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the sample was not returned for evaluation. No images were provided for review. This leads to inconclusive evaluation result. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system during deployment was found addressed. In particular the instructions for use state: "pull back the stent system until the distal and proximal stent radiopaque markers are in position so that they are distal and proximal to the target site. Gently hold the stability sheath at or proximal to the orange marking and maintain it straight and under tension throughout the procedure.", and "prior to stent deployment, remove slack from the delivery system catheter outside the patient". Regarding pta the instructions for use state: "predilation of the lesion should be performed using standard techniques'" the instructions for use further state: "stent elongation or stent foreshortening are potential consequences as a result of not following the deployment instructions for use." Regarding accessories the instructions for use state: "during stent deployment, use the 0.035" guidewire (recommended) for more support", and "gain femoral access utilizing a 6 fr (2 mm) or larger introducer sheath." H10: d4 (expiry date: 06/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned